Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) of the lot# 17118135m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 system: serial# (B)(4), cool flow pump: serial# (B)(4), navistar® rmt catheter (lot # 17101286m ). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a navistar¿ electrophysiology catheter and developed a cardiac perforation which required surgical intervention. The physician used a navistar® thermocool® electrophysiology catheter to ablate near the left ventricular outflow tract (lvot) close to the septum, utilizing a retrograde access approach which required crossing the valve. The physician also utilized another ablation catheter at some point during the procedure, and the complaint navistar¿ electrophysiology catheter, requiring that the catheter cross the aortic valve a a total of three times. The physician noticed that the patient ceased to have a pulse. A perforation was confirmed by x-ray. Surgical bypass was attempted, however, the surgeon was unable to suture nor patch the perforation site. The patient expired in the operating room. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related (specifically, due to difficulties trying to access the left ventricle), and is not due to any malfunction of bwi products. It was noted that this patient had a medical history of vascular disease and had abdominal aortic aneurysm (aaa) repair in the past that may have contributed to this event. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A separate MDR report was submitted to report the use of the navistar® thermocool® electrophysiology catheter (lot # 17101286m/ 2029046-2015-00057 ) during this case.